Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the first pfa therapy application, the patient experienced hypotension caused by a vagal reaction. Effortil was administered and the patient recovered. There were no performance issues with the volt catheter.